Event description:
The patient called to report that at their lead had come "loose". Follow-up was conducted with the clinic which disclosed that the right ventricular lead's impedance has increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.